Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported by clinician that they have a patient that has a broken screw in the implant tsvwb13 at tooth location # 4. Attempted to remove but the screw will not dislodge, needs retrieval tools. Update 12-16-2020 doctor was unable to remove the implant screw so we will be removing the actual implant at a later date. Update feb 26, 2021 - clinician's office called back and reported that since they were unable to remove the screw they removed the entire implant fixture on (B)(6) 2021 and grafted the site. They will replace the implant at a later date. Doctor stated that they drilled it out, but did not have to trephine. They will return the implant with the shipping label that was provided previously.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwb13), and one unknown zimmer biomet screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant drive feature and bone/blood residue around the external/internal threads due to usage. Additionally, fracture was identified around the implant's collar. However, there were no allegations against the implant. According to the customer, implant fracture might have occurred while trying to remove the screw which was unsuccessful. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Therefore the investigation addressed only the reported screw fracture. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The reported devices had been placed on tooth #4 (universal) for approximately 9 years. X-ray/picture images were not provided. Appropriate documentation was reviewed. DHR & complaint history review (unknown zimmer biomet screw): DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. DHR review (tsvwb13): DHR review for the lot (62009727) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (tsvwb13): complaint history review was performed for the reported lot number (62009727) for similar events (complaint category keywords: screw fracture) and no other complaint was identified. Based on the available information device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwb13), and one unknown zimmer biomet screw were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The reported devices had been placed on tooth #4 (universal) for approximately 9 years. X-ray/picture images were provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. DHR review for the lot (62009727) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62009727) for similar events and no other complaint about nonconforming products was identified. Based on the available information device malfunction and the reported event could not be verified since the products were not returned.